Event description:
It was reported that an ilet device sustained a cracked screen that rendered touch response unreliable, with the user noting difficulty using the device after the damage. Symptoms included no injury. Outcomes included a temporary interruption of ilet use, with the user reverting to an alternative insulin therapy while awaiting a replacement. Investigation included collection of event details, verification of device identification and shipping information, photographic documentation of the damaged screen, and initiation of device return for evaluation. Investigation of this case revealed physical damage to the display assembly and touch interface consistent with accidental impact, with the device otherwise reported as powering on and the screen visually readable. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage leading to component failure of the screen and touchscreen.